Manufacturer narrative:
Catalog and lot information was not provided. The device was reported as an unknown accolade stem. The device was not provided as it remained implanted. If additional information is provided, a supplemental report will be submitted. Remains implanted.

Event description:
It was reported that patient was revised on a right hip due to a loose cup. Update: medical records received indicated revision of right hip performed on (B)(6) 2014 due to dislocation. The cup was noted to be "grossly subluxated pre-op" and "significant black corrosion" was observed at trunnion. A broken screw removed as well. The stem was not revised.